Event description:
Associated mfrs with this event: 1038671-2017-00193

Manufacturer narrative:
There is no indication that there is a device related problem, there is no allegation against the device. The most likely cause of the reported event is the underlying conditions/facts of the patient. The IFU notes that extreme care in patient handling immediately after surgery is necessary. Also, a patient's age, weight, or activity level/excessive activity and trauma would cause the surgeon to expect early failure of the system. This device is used for treatment not diagnosis.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2015. Revision of left shoulder components due to dislocation. This event report was received through clinical data collection activities.